Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the physician's point of care (poc) meter (brand unknown). Results as follows: date: (B)(6) 2011, inratio: 1.4. Date: (B)(6) 2011, inratio: 2.2, physician's poc meter: 2.7. On (B)(6) 2011, patient drank a lot of v8 juice without knowing that it had large amounts of vitamin k; patient's inr decreased to 1.4 and patient was put on lovenox injections to get back to therapeutic range. Patient has not been on lovenox for several weeks now. Lab testing was performed few hours later. Patient's therapeutic range: (2.5-3.5).